Event description:
It was reported to philips that the flexvision pc failed to boot bios reconfigured on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Bios reconfigured; system operational with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).